Event description:
Initial report: this non-serious spontaneous case from another country, was reported by a physician and forwarded by our local affiliate. This case involves a female pt who rec'd poly-l-lactic acid (sculptra) 3 years ago for an unk indication and has developed multiple nodules at the injection site (cheeks). The date of onset of the adverse event was not provided. No further info available at this time. Outcome: ongoing. Reporter's causality assessment: unk. Addendum for follow-up information rec'd on 14-sep-09: a ptc (pharmaceutical technical complaint) was initiated. Addendum for follow-up info rec'd on 26-oct-09: based upon this new info, this case initially considered as non-serious has been upgraded to serious medically important. The physician reported that in 2009, the pt reported granuloma formation after poly-l-lactic acid treatment and that the pt did not have treatment of incident. The pt had multiple investigations looking for sarcoidosis and the results were consistent with sarcoidosis. The incident finding was the pt was diagnosed with infection. The physician reported that the poly-l-lactic acid treatment identified an underlying asymptomatic autoimmune disease which should be treated and monitored for deterioration. The pt was administered poly-l-lactic acid in 2008 with 7 ml of water and a total amount injected being 14 ml. The lot number used was a7018 and the region injected was the lower face being, hollow cheeks, jugal wrinkles, nasogenial furrows, nasolabial folds, and lateral face anterior to tragus. The pt had laboratory tests performed in 2009, which showed mvc being 81 fl (normal range 82-98), mch being 26 pg (normal range 27-32), erythrocyte sedimentation rate (esr) being 25 mm/hr (normal range 4-19), bicarbonate being 33 mmol/l (normal range 21-32), gamma glutamyl transferase being 42 u/l (normal range 0-38), alanine transaminase 105 u/l (normal range (0-34), globulin being 41 g/l (normal range 20-35), rheumatoid factor being 46 iu/ml (normal range < 18), angiotensin converting enzyme (ace) being 81 u/l (normal range 8-52) and anti-nuclear antibody was positive 1:80 with pattern of homogenous and speckled. Eight days later, the physician reported that the pt became unwell with flu-like illness in 2008, which consisted of fevers, nausea, and malaise and five kilogram weight loss and was treated symptomatically. During this illness and pt developed multiple granulomas in the areas injected with poly-l-lactic acid therapy. The physician reported that the symptoms have resolved and the pt developed a subsequent macular rash over the lower limbs the following month, which resolved with steroid cream. The pt has also developed a corneal ulcer which resolved with local treatment (nos). The pt has also had occasional sicca symptoms in the eyes, which she has associated with wearing contact lenses. The family history was with the father being diagnosed with tuberculosis and rheumatic fever. In 2009, the pt had also had mild hepatomegaly in the abdomen, and there were small non-tender subcutaneous swellings in the face, over the chin, and maxilla and the pt did not have any rash or palpable lymphadenopathy. The pt had mild tenderness in the third mtp (metatarsophalangeal) joint in the right foot, but no joint abnormalities elsewhere in the upper or lower limbs, and the pt's cardiorespiratory examinations were normal. On review the following month, the pt was diagnosed with infection and abnormal liver functions test. The pt's serology was positive and the primary risk factor is that her childhood was in foreign country. The physician stated that the liver function abnormalities are related to infection. Final review of the pt sixteen days later, reported that the pt's father had rheumatic fever disease requiring valve replacement, asbestosis, and died of a cerebral thrombosis. The pt's mother has survived carcinoma of breast, and is reported to have post-transfusion chronic infection dating from the procedure. The pt's brother has rheumatoid arthritis. The pt recently separated from her partner and he was reported as having chronic infection. The pt's own medical history consisted of a breast augmentation in 1984, hysterectomy in 2001, depression in 2005, and granulomatous reaction to percutaneous facial injections of poly-l-lactic acid in 2008. The pt is asymptomatic chronic infection. The pt has no history of risk factors for blood born viruses such as transfusion, ivdu (intravenous drug use), or tatoo, though both her mother and her ex-partner are reported to have infection. The pt is a smoker of ten cigarettes per day and has been a heavy drinker. The pt is on no concomitant medications and has no history of drug reaction. No other info was provided. Outcome is still ongoing.